Event description:
It was reported to tyco/kendall healthcare in 2005 that a customer had a problem with the yankauer suction device. The customer states "the yankauer broke-off inside the pt's trachia."